Event description:
The customer reported that the control panel would light up, but then would freeze and not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the system software was reloaded as a precautionary measure.